Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that the reported difficulties appear to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during device preparation; when the stylet was being removed from the 6.0/60mm absolute pro self-expanding stent system the stent partially exposed, however it was not flowered. The device was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. A new same size absolute pro self-expanding stent system was used to complete the procedure. No additional information was provided.